Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty loading the cartridge with insulin. Another syringe/needle was used and the cartridge was successfully filled. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine cause of the event. There was no reported impact to blood glucose.